Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022that a wallflex biliary rx covered rmv stent was to be implanted to treat a malignant stricture in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2022. During the procedure, the stent partially deployed 2 cm when the handle broke. The stent was removed from the patient partially deployed on the delivery system. The procedure was cancelled and the stent placement was rescheduled for wednesday. There were no patient complications reported due to this event.